Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported via a voluntary medwatch, during an ep ablation procedure, a 7f avanti sheath broke off during removal. The case was nearly concluded by the cardiology team and during removal of the sheath when it broke. Approx. 6-8 cm of the distal sheath remained within the right femoral vein/groin area of the patient. Vascular surgery and interventional radiology (ir) were consulted for removal of the fragment. Ir and vascular present were in the room and the sheath was removed by the ir team. The distal tip of the sheath remained intact upon removal. The patient was stable throughout the intervention to remove the broken sheath. The defective device was picked up by the vendor. The vendor is reviewing to determine what caused this to happen.

Manufacturer narrative:
The reported event was received from the FDA via the attached correspondence. The information was not included in the initial report in error. The report number could not be added to section f2 and is mw5079033. Additionally, section f was updated with the reporter's information. Additional information was also received regarding the name of the facility and section e was also updated.

Manufacturer narrative:
As reported via a voluntary medwatch, during an ep ablation procedure, a 7f avanti sheath broke off during removal. The case was nearly concluded by the cardiology team and during removal of the sheath, the sheath separated approximately 6-8 cm of the distal sheath and remained within the right femoral vein/groin area of the patient. Vascular surgery and interventional radiology (ir) were consulted for removal of the fragment. Ir and vascular were able to remove the remaining piece of sheath. The distal tip of the sheath remained intact upon removal. The patient was stable throughout the intervention to remove the broken sheath. The defective device was picked up by the vendor. The vendor is reviewing to determine what caused this to happen. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17770207 was performed and it was found that the product history record review does not suggest that the failure experienced by the customer could be related to the manufacturing process. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion or withdrawal of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi. Based on the product history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.